Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to noise and oversensing resulting in pacing inhibition for less than two seconds. Fluoroscopy indicated that the lead was taut and didn't have any slack. It was reported by the patient that they felt dizzy when turning their head to the right and with other manipulations. No additional adverse patient effects were reported. A new rv lead was successfully implanted.